Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged 200-300 mg/dl, and the meter bg reading ranged 44-100 mg/dl. As a result of the increased basal, customer's blood glucose (bg) level lowered to 42 mg/dl. Customer required assistance by emergency medical technicians to consume carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.